Event description:
Additional information received indicated the event was resolved by explanting and replacing the left ventricular lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and increase capture threshold. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of increase capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During follow-up, increased capture threshold was noted on the left ventricular (lv) lead. Lv lead dislodgement was suspected. Revision of the lv lead is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.